Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving heparin and saline via an implanted pump. Per the reporter, the drug information was current as of (B)(6) 2019. The indication for pump use was cancer chemotherapy. On (B)(6) 2019 the patient¿s friend/family member reported that the patient¿s pump was implanted for cancer. Since (B)(6) 2018, the incision around where the pump pocket is was always irritated for some reason. All of the patient¿s other scars had healed. The reporter was wondering if the pump was causing the irritation, if the patient was allergic to it, and/or how to fix the issue. The patient was in the hospital for 5 days the first time for inflammation and soreness around (B)(6) 2018 or (B)(6) 2018. The patient was given IV (intravenous) treatments and the issue seemed to get better and responded to that treatment. The patient was brought back to the hospital in (B)(6) 2019 because the incision was swollen and red and the patient was given more IV treatments. An infectious disease person came in to see what was causing the issue and they still didn¿t know what was causing the issue. The patient wasn¿t having any pain in the area, didn¿t have a fever, and wasn¿t itchy, but it was still really red. The patient was going to have a biopsy of the irritated skin on (B)(6) 2019. No further complications have been reported as a result of this event.